Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-mar-2019 with the following findings: a visual inspection of the pump revealed moisture damage behind the display lens. A leak test was performed revealing a leak from pump case crack between the display lens and case seal. The pump did not power on. Further testing was not able to be performed due to moisture damage. The complaint of no power and moisture in the pump was confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.